Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was used in a ureteroscopy procedure on (B)(6) 2012. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, the device functioned when it was tested outside the patient, however, after introduction into the patient the basket was unable to open or close. It is unknown if there was a stone in the basket when it was unable to open. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient's condition post procedure was stable.

Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental manufacturer's report will be filed.